Manufacturer narrative:
The hospital could not provide the patient weight. The hospital biomed replaced the compact flash card.

Event description:
The hospital reported that, during a case, the displayed blanked out. The clinician reportedly cycled power and continued the case with no further reported complaint. There was no reported patient injury.